Event description:
Radiometer complaint reference (B)(4). According to the complaint, the customer reported that on (B)(6) 2025, an abl90 flex plus analyzer (serial number (B)(6)) software shutdown occurred during patient sampling. The sample was aspirated, and system went to shutdown indicating "application closed due to unexpected problem." The customer stated that for this time round, as it was a syringe, they were able to repeat the sample on another analyzer. However, they would still consider sample loss as there is no repeat for capillary testing.